Manufacturer narrative:
H3: the logs and archives were reviewed. Logs captured a total of seven sessions on the date of the issue where the user registration was found to be in only one session with a registration metric of less than 5mm. The logs captured, the site created multiple plans however, logs did not record any abnormalities related to the reported inaccuracy. The provided archives consist of eight mr scans, six of which are loaded with the warning "not optimal for stealth" because of irregular slice spacing and thickness values. The archives captured 4 plans where three plans are of length less than 5mm. The entry point for plan-1, of length approximately 37mm, is made around 13mm deeper into the skin. Archives captured one registration data with an accuracy metric of 2.6mm. The site collected the trace points around the head but most of the points are sunken inside the skin and no trace points were observed near the planned entry location. Suggesting to collect the points near the area of interest for better accuracy and also use lighter touch while c ollecting the trace points to void points getting sunken inside the skin. However, logs and archives did not provided the root cause of the reported behavior. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was 1cm.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that there was not an issue during the case, the surgery was able to be completed. The next day after the post op MRI scan the site claimed that there was an inaccuracy. Just after the completion of registration, the health care professional checked the anatomical points and they stated everything was fine and they proceeded. Also during the case they checked anatomical points and still everything was okay. The next day after the post op MRI scan, the site stated that there was an inaccuracy. There was no reported impact to the patient.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735908, version: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.